Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported after placement of the catheter for an abdominal abscess drain, leaking at the hub was identified. However, because the procedure was difficult, it was decided to keep the device in place and not to exchange it for another one. ''After placement of the catheter the nurse found a leak at the hub. The precise place is unknown but looks like it come from the mac lock. Because the procedure was difficult they decided to keep the product in place, and not to exchange it for another one. Directly they contacted the sales rep.''